Event description:
It was reported that the user experienced intermittent bluetooth communication between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, leading to signal loss, and the agent guided the user to toggle the dexcom settings and restart the ilet, with pairing expected to reconnect; the issue involved the device¿s antenna and electrical/magnetic communication functions. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with the antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.